Event description:
Consultant reported: pt approximately 1 year status post prodisc-c pt approximately 1 year status post prodisc-c procedure at levels c6-c7 returned for routine follow-up. X-rays taken on an unk date showed osteophyte build-up on the anterior side of the disc. Pt was returned to operating room for explant of prodisc-c on (B)(6) 2011, and was revised to interbody spacer and plate and screws.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.